Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. However, the customer requested for a field service engineer to go onsite for repair. At this time, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : onsite repair request.

Event description:
It was reported to vyaire that an o2 mismatch error occurred. No patient involvement.

Manufacturer narrative:
Results of investigation: the o2 cell got replaced and 2p calibration performed successfully which resolved the alarm 224. The root cause of the failure was due to o2 sensor early depletion. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.